Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system exhibited high, out of range right atrial (ra) lead pacing impedances that triggered a lead safety switch (lss). There was noise and oversensing noted on the ra channel that caused 33 atrial tachy response (atr) events since the switch to unipolar sensing. The minute ventilation (mv) oversensing termination algorithm was observed on the ra channel as well. Technical services (ts) discussed potential programming changes for the leads and the clinic confirmed the changes were made. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited high, out of range right atrial (ra) lead pacing impedances that triggered a lead safety switch (lss). There was noise and oversensing noted on the ra channel that caused 33 atrial tachy response (atr) events since the switch to unipolar sensing. The minute ventilation (mv) oversensing termination algorithm was observed on the ra channel as well. Technical services (ts) discussed potential programming changes for the leads. This device remains in service. No adverse patient effects were reported.